Manufacturer narrative:
(B)(4). Maude report #- mw5062719.

Event description:
Dexcom was made aware on 07/12/2016 that an issue was reported via voluntary medwatch submitted on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and display device. There was no report of injury or medical intervention. No additional patient or event information is available.